Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all devices associated with this case and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection post implant after she fell into a dirty swimming pool. The patient was hospitalized, the device was explanted and the patient was given IV antibiotics. Additionally, the patient underwent vac therapy to aid in wound healing. The follow up report indicates that the patient's wound is healing and she is recovering well.